Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inaccurate blood glucose (bg) readings. The user reported that prior to contacting dario, she received bg readings from her dario meter that suggested to the user that her dario meter was not reading correctly. The user also reported a difference of 150 mg/dl when she compared her bg reading from her dario meter to her doctor's meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available. Additional information: during the phone conversation with dario's representatives, the user reported that her strips were not expired. The user told dario's representative that she is not interested in troubleshooting, and she will go back to testing her bg readings with her original meter. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) the user contacted dario to report inaccurate blood glucose (bg) readings. The user reported that prior to contacting dario, she received bg readings from her dario meter that suggested to the user that her dario meter was not reading correctly. The user also reported a difference of 150 mg/dl when she compared her bg reading from her dario meter to her doctor's meter. Additional information: on (B)(6) the user called dario and reported that the reason for going to the doctor was for a routine appointment, and that while the user was at the appointment, she showed her doctor the high bg readings that she had received from her dario meter. The user reported that the dario meter was reading 100 mg/dl higher than her other meter and than the doctor's meter. The user reported that her bg reading from the doctor's meter was in normal range for her.